Event description:
It was reported that while in the cath lab a female pt was having an intra-aortic balloon (iab) inserted. The md accessed the left femoral artery & inserted a sheath. He attached the syringe to the one-way valve & vacuumed the balloon catheter twice inside of the tray to wrap balloon tightly. He took the catheter from the tray horizontally, following the instructions for use & advanced the catheter to 2 cm under the left subclavian artery. He checked that the tip of the catheter was located in the correct position & connected & flushed the central lumen line. The one-way valve was removed & the helium gas line was connected. The helium gas was not being injected into the balloon properly because the balloon did not inflate. The physician removed the sheath & balloon catheter together. A new kit was opened & the procedure was completed successfully. There was no pt death, injuries or complications noted. Medical/surgical intervention was not required. The delay in the procedure was 10 minutes with the pt listed as fine. Add'l info received on 10/25/2010 from the distributor stated that the same insertion site was used for the second iab.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.